Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support that a replacement pump with updated software would be sent, and they provided instructions for putting the pump into storage mode and returning it. Customer will contact their healthcare provider for backup therapy options, and acknowledged the steps needed for receiving and returning the replacement pump.